Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level exceeded the normal range but specific values are unknown, with the continuous glucose monitor reading "high." To address the high blood glucose, the customer administered a correction bolus via pump without third-party assistance. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy.